Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for normal pulse generator battery change on (B)(6) 2019. During the procedure, it was discovered that the right ventricular was previously capped due to lead fracture. The lead was replaced on (B)(6) 2014. No further information was available.

Event description:
New information received noted that the right ventricular lead was previously capped and replaced on (B)(6) 2014. No further action was taken on the lead during this generator change procedure on (B)(6) 2019.